Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional regarding a patient with an octapolar lead. It was reported that there was a technical issue and that there was lead dislodgment. The event occurred after the trial procedure. Event management included explant of the lead. The event resulted in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.